Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 107 mg/dl, 199 mg/dl and 224 mg/dl. Approximately 1 hour and 15 minutes prior to these results, the customer obtained a result of 453 mg/dl and administered 4 units of humalog insulin. Approximately 15 minutes prior to these results, the customer had hypoglycemic symptoms of shaky, tired and had trouble focusing. The customer tested at that time and received a result of 90 mg/dl. The customer self treated with a coke that her husband brought to her and she felt better. No adverse event due to the device reported. Requested return of suspect device and strips, and replacement was sent.